Event description:
While the doctor was creating a flap with device, the anterior chamber was penetrated. The laceration was repaired with 10-0 nylon sutures. The pt is being followed closely by the doctor.

Event description:
Consumer indicated pt has had 3 additional corrective procedures since event.